Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the map is unstable on the unit when he moves the wires on the 3100a map panel meter. The customer also confirmed that the alarm board zero pot will not adjust. There is no patient involvement associated with the reported event.